Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure the monopolar energy was not working. Prior to calling, the customer power cycled the erbe generator, but the issue remained. Customer stated that all the energy shield lights were yellow. After the power cycle, the erbe generator had no energy shield lights. The technical support engineer (tse) asked them to check the power cord connection and the power switch, and confirmed it was all good. The tse asked if the customer could power cycle the system and double check the power cord and power switch to the energyshield monitor (esm). The tse could see in the logs that all led indicators were yellow. The customer elected not to do any more troubleshooting at the end of the case and could finish it without monopolar power. Intuitive surgical followed up with the customer and gathered the following information: the procedure was completed robotically without changing the esu generator. There was no injury to the patient. The customer used bipolar energy to resolve the issue/continue the procedure. System functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energyshield monitor (esm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The esm was installed into the test system and running sheath circuit test, shield overcurrent test, sheath defect test, cord and neutral pad connection test, ten power cycles, sitting idle for 2 hours.